Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air leakage occurred. Air was being drawn in continuously. The event occurred post mapping. When the octaray, decanav, and varipulse catheters were removed and inserted into the vizigo for replacing, at the timing when attempted to remove air from vizigo short, air was drawn continuously. The sheath was replaced repeatedly, there were no complications, and the procedure was completed. The brim cap/hub did not detach from the sheath. No blood was return was observed. No air entered the patient¿s body.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air leakage occurred. Air was being drawn in continuously. The event occurred post mapping. When the octaray, decanav, and varipulse catheters were removed and inserted into the vizigo for replacing, at the timing when attempted to remove air from vizigo short, air was drawn continuously. The sheath was replaced repeatedly, there were no complications, and the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 29-jan-2025. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 21-feb-2025, it was noticed that an incorrect manufacturer's ref # was reported in section h11. Additional manufacturer narrative of the 3500a supplemental (follow-up) # 1. The incorrect reference number of (B)(4) was reported. Please consider this removed. The correct reference number is (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-feb-2025, it was noticed an incorrect code was reported in the 3500a supplemental (follow-up) # 1. The h6.medical device problem code field included the code of "fluid leak (B)(6)"; this was incorrect. Please consider this code to be removed as the correct code of "backflow (B)(6)" was already reported in the 3500a initial medwatch. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).